Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10284. It was reported the pt went to his primary care physician because the ipg and lead sites were red and swollen. The pt describe the swelling to be the size of a tennis ball. There was no drainage noted. The physician prescribed ciprofloxacin on (B)(6) 2013 to address the reported issue. The pt was seen by his surgeon for a post-operative appointment on (B)(6) 2013, at which time the redness and swelling were still present. The pt will follow up with his surgeon at a later date to monitor the incision sites.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.